Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated apparent explant damage with 1 of 5 proximal filars cut. Concomitant product: 5076-45 lead implanted: (B)(6) 2005. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted and replaced due to a system upgrade. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.